Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens in the left eye. Postoperatively, she reports her near vision is worse compared to preoperative near vision. The patient now requires reading glasses and states that she cannot read and reports her symptoms as severely affecting her activities of daily living. Additional information was requested from the physician, who reports that preoperatively, the patient's bcva was 20/30 and j1+, mrse was -3.75. Postoperatively, her bcva improved to 20/20 and mrse improved to -0.50 + 0.25 x 120, however, her bcnva is j7. No interventions were performed and the patient is being treated with reading glasses.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the root cause of the reported problem of decreased near vision is related to "failure of iol to accommodate".